Event description:
Inappropriate description; abbott is marketing their binaxnow antigen self-test but nowhere on its product does it say that it cannot be used for international travel testing. Unfortunately, I believed information on the internet saying that I could use their self test to fulfill testing requirements before returning to the united states. Abbott has an arrangement with "emed" to conduct (B)(6) meetings to supervise and verify the test but abbott fails to state on their "self-test" product that emed won't interpret the "self-test," only the "home test." The abbott customer service representative admitted that they are getting a lot of complaints about this. The simple solution is that abbott contracts with emed to also interpret the self test and provide certification of the test result to the customers who purchased their self test. In the future they should conspicuously label their self test product as "not for international travel or obtaining a certified result for other purposes." FDA safety report ID # (B)(4).